Manufacturer narrative:
The customer¿s report of leaking filter was confirmed. The extension sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing, kinks or damages to the components. No anomalies were noted. Functional testing confirmed a leak on the vent area was observed on the pediatric filter. Pressure testing resulted in fluid flowing through pediatric filter at less than 4psi of air. The root cause of this failure was not identified. The identified probable cause of the filter vent leak was due to an oversaturated and wetted out filter.

Event description:
A copy of the customer¿s medsun report was received from the FDA and states: ¿piv (peripheral intravenous) & PICC (peripherally inserted central catheter) lines infusing tpn (total parenteral nutrition) were found to be leaking at the filter. The filters were mated to the stopcocks. The tubing was attached to the patient at the time of the events but no patient harm was noted. No cracks were noted in any of the filters. There were 14 separate incidents with this particular type of filter during a one month time period.¿

Manufacturer narrative:
Concomitant medical products: 30ml syringe; stopcock; neutron; trifuse and central line, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the user noted the 2 filters were wet and sticky and smelt like tpn. There were no cracks noted and the nurse was not sure how long the filter was in place for. The 2 leaky filters were noted on the same patient in nicu.

Manufacturer narrative:
Follow-up(2): disregard medwatch # and information provided with it.